Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: pre-op diagnosis: lumbar pseudoarthrosis, l3-4 spondylosis. Procedure: removal of pre-existing spinal instrumentation,l4, l5, s1. Transpedicular screw fixation l3, l4, l5, s1. Posterolateral bony arthrodesis, l3 to the sacrum, with autograft and bmp-2. Right posterior iliac crest bone harvest. Per-op notes: surgeon used two large kits of rhbmp-2/acs bone graft. The bmp was presoaked on a collagen sponge. In the central portion of the collagen sponge, which was rolled up, I placed bone graft crm in some of the autograft, both cancellous and cortical bone. This served as a bulking agent for the collagen sponge. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.